Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook d.a.s.h. Dometip double lumen sphincterotome was used. This device is provided with a wire guide. Prior to gaining access to the duct, a piece of the wire guide at the distal end detached in the patient. The detached section of the wire guide tip was successfully finished. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. A section of the tip of the wire guide coating has separated and detached. The distal black coating section has completely detached along with a distal section of the spiral orange coating. The distal end of the outer orange spiral coating is damaged, exposing the inner core coil spring of the wire guide. The length of the returned wire was measured and found to be within specification. The length of the distal coil spring was measured and found to be within specification. Therefore we can conclude that no section of the actual wire guide is missing. The exposed distal wire guide was measured and found to be 8.1cm. Per specification for the black wire guide tip we can conclude that the black section of the coating is completely missing and approximately 3.5cm of the spiral orange coating is missing and was not included with the return. During our laboratory analysis, the sphincterotome was prepped and was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160vr). A new metii 25-480 wire guide was inserted into the dash-480 sphincterotome and no issues with the sphincterotome were detected. There was no evidence of the wire guide scraping within the sphincterotome. The distal tip of the sphincterotome was examined under magnification and there was no evidence of damage. The device history record for the lot number and the sub lot numbers of the wire guide said to be involved was reviewed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the wire guide received excessive pressure perhaps in response to resistance due to a severe stricture, this could have contributed to the wire guide damage. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. If the endoscope or accessory device used with this wire guide contains a sharp edge, this could have contributed to damage of the wire guide. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the associated lots met manufacturing requirements prior to shipment. Prior to distribution, all d.a.s.h. Dome tip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.